Event description:
The acetabulum was reamed up to size 54mm and trialed with fluoroscopy. It was decided to implant a 54mm double mobility shell. The implant was opened, the impacting ring and impaction handle was assembled. The operating room technician put the shell on the impacting ring, she seemed to struggle with the shell. The impacting ring face was flush with the rim of the shell and the handle was twisted to engage the shell. There was a good fit, but the sales agent wanted to make sure it would release properly before impaction. After rotating about halfway the shell became stuck on the impacting ring. After struggling to free the shell, the surgeon and male technician determined the impacting ring was lodged in the shell. There were no extra shells so the acetabulum was reamed under fluoroscopy to a 56mm. The 56mm shell was impacted using an alternate shell impactor. The problem with the shell and impacting ring added about an hour to the procedure. There is no additional medical intervention or revision surgery expected.

Manufacturer narrative:
Device has been returned and an investigation into the root cause and possible corrective action is in progress but not complete at this time.